Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that patient reported they are having problems with their stimulator. Patient stated their pain management doctor thought their leads may have shifted. Patient stated they first noticed a month and a half ago that they were having increased issues. Patient stated they met with their pain management doctor, and manufacturer representative (rep) around a month and a half ago to have x-rays done. Patient stated that their rep is getting in contact with their implant doctor, as they never had any x-rayimages on file from implant date. Agent redirected patient to healthcare provider if any therapy issues continue. Patient mentioned unrelated medical history that they had a knee replacement surgery last monday. Additional information was received from a manufacturer representative (rep). The rep reported that he was not made aware of the lead shifting. Rep has seen the patient numerous times in the past 4 months because their therapy relief had changed and had problems charging; rep programmed them and saw no device issues during those meetings. At one point patient did ask rep ¿could the therapy issue be due to possible lead movement?¿ rep understood that statement as a cause speculation from this patient and did not report. Rep asked the patient to check with the doctor and see if any imaging can be done to c onfirm/refute that concern of patient. Rep said at this point, he has no information on lead shifting still. Pt has an appointment on 6/4. Rep may have additional information at that point in case the x-rays have been done. Rep asked to follow up after that appointment. Rep confirmed again that he was not aware of any lead shifting or device issues, and he would have reported any issues had he become aware of them.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: (B)(6) 2027, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6) , ubd: (B)(6) 2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the x-ray found the leads have not shifted. There is no issue with the current device implanted inside of the patient.

Manufacturer narrative:
Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was patient stated that they had a lead shift, and this was since maybe a year and a half ago. Patient stated that the doctor they met with before did not do anything about it because they were told that the lead has not completely shifted yet and does not need revisions. Patient also notified the manufacturing representative (rep) about the same time, and they had the device reprogrammed but did nothing about the lead because the doctor did not recommend revising the lead. Patient stated they were in so much pain that they would cry. Patient stated they met with a new doctor and gone through a couple of procedures, and they identified that the lead needed revision. Patient has an appointment for a lead revision this coming tuesday.